Event description:
It was reported that a homechoice cassette leaked. This occurred during priming in peritoneal dialysis therapy. The caregiver (cg) observed a leak coming from the door of the homechoice machine. The patient was not connected at the time of the event. The cg restarted therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; however, photographs of the device were provided for evaluation. Visual inspection of the photographs did not reveal any abnormalities with the device. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.